Event description:
A gore viabahn endoprosthesis was used to treat a previously placed av access graft. During the procedure, the device was advanced through the introducer sheath. As the device exited the sheath, the physician began to retract the introducer sheath. As the introducer sheath was being retracted, the device reportedly deployed a "little bit." The introducer sheath was advanced forward to capture the device and the device and sheath were removed. Another device was used to treat the targeted site without incident. The pt did not experience any adverse consequences.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The actual delivery system was returned. The review of the mfg paperwork verified that this lot met all pre-release specifications. The examination of the returned delivery system appeared to have not apparent defect. Although the delivery catheter was returned and examined, the device which reportedly deployed a "little bit," was not returned.